Event description:
During a ptca treatment procedure, deflation difficulties were encountered. Following an inflation to unknown atms, the physician was unable to deflate the balloon. After repeatedly pulling negative on the inflation device, the physician was able to deflate the balloon. When the balloon was fully deflated it was successfully removed. No patient injury or complication was reported.